Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect with a loss of stimulation of both legs. The pt felt all of the stimulation in the ribs. An x-ray confirmed a lead migration. Both of the pt's leads were removed and replaced. The titan anchor remained sutured in place. The pt received "appropriate stimulation" following the procedure.